Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was 61 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and unable to clear the alarm due to buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down or verify unexpected restart error alarm due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. However, corrosion was found at the keypad traces.